Event description:
The lay user/reporter reported that last week (specific date unknown) the patient obtained a blood glucose result of 7.2 mmol/l (converts to 130 mg/dl) on the reported meter. The reporter contacted the physician for help converting this result into mg/dl. At this time the patient was experiencing hypoglycemic symptoms such as feeling incoherent and drowsy. The reporter gave her a spoonful of sugar and a popsicle, and contacted emergency services. The patient's blood glucose level was 136 mg/dl on the paramedic's meter. The amount of time between the meter result and the paramedic's result is unknown. The patient received no treatment from the paramedics other than checking her blood glucose and blood pressure, and was not transported to the hospital. The patient's medications were not altered. The reporter stated the patient's meter started giving results in the mmol/l unit of measure about one month ago. The meter had previously been set correctly for mg/dl unit of measure. The reporter did not remember changing this setting. The reporter was aware the meter was now presenting results in a different unit of measure, and he started contacting the physician's office to ask for help converting the values to mg/dl. The patient's medications adjustments were based on the mg/dl results. The reporter was not aware of when the meter was purchased, but did state it was received in the mail and was originally set up by the dialysis center. The reporter contacted lifescan last week to ask for help resetting the patient's meter back to the mg/dl unit of measure. The customer care advocate talked the reporter through resetting the meter's unit of measure to mg/dl and the meter, test strips and control solution were replaced.